Manufacturer narrative:
The biomed reported that the central nurse's station (cns) is going into comm loss while monitoring patients on transmitters. The issues was resolved by power cycling the org multiple patient receiver that sends the data to the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomed reported that the central nurse's station (cns) is going into comm loss while monitoring patients on transmitters. The issues was resolved by power cycling the org multiple patient receiver that sends the data to the cns. No patient harm was reported.

Manufacturer narrative:
H10: additional narrative: on (B)(6), (B)(6) reported the cns-6201a (pu-621ra sn:1689) was displaying communication loss. This issue was affecting 2 cns's that were monitoring transmitters. The second cns affected is documented in ticket #55660 (notification 300165927). Service requested: troubleshooting/assistance service performed: customer was advised to power cycle the orgs. All were up and customer was no longer experiencing communication loss. Customer confirmed that no one was working on anything in the server room and there was no construction. Investigation result: the cns warranty began 11/30/16, which is over 2 years prior to reported issue. A review of device history found no other reported issues with communication loss on the cns. Customer reported no previous issues with communication loss stemming from the org, and there were no further reported issues. There does not appear to be an adverse trend at the site. Additionally, similar tickets reported at other facilities do not appear to be related to the current reported issue. The reported issue was resolved by power cycling the orgs. Information of the orgs involved was not provided and due to lack of customer response, the information could not be obtained. Conditions of use of the org was not provided. However, org operator's manual provides general handling precautions, which include precautions on operating the org before, during, and after use, along with recommendation to perform regular maintenance inspection at least once every 6 months. Possible root cause is lack of proper maintenance of the org. The cns was able to work as designed and notify the staff of the communication loss. Troubleshooting of "communication loss" is addressed in the cns-6201a service manual, which advises the customer to first check patient condition, then check the monitoring systems. Upon proper action, this issue would be easily detected and resolved when checking the org. The device was in use with a patient and there was no reported harm. Corrected information: f9. Approximate age of device: incorrectly calcuated g4. Date received by manufacturer: should be 03/05/2019 not 04/04/2019 as listed on MDR initial report d11. Concomitant medical products: the org was used in conjunction with the cns. Multiple attempts were made to obtain the model/serial for the org but customer was unresponsive.

Event description:
The biomed reported that the central nurse's station (cns) is going into into comm loss while monitoring patients on transmitters. The issues was resolved by power cycling the org multiple patient receiver that sends the data to the cns. No patient harm was reported.